Event description:
It was reported that prior to the implant of a transcatheter valve, as the delivery catheter system (dcs) advanced around the aortic arch into the left ventricle (lv), the guidewire was forcefully pushed, which resulted in the guidewire folding back on itself. Subsequently, the guidewire was retracted into the appropriate position; however, the patient¿s blood pressure began to drop. It was reported that the transcatheter valve was quickly deployed and the patient began receiving chest compressions. Following the implant of the transcatheter valve, an echocardiogram was performed that revealed pericardial effusion. Pericardiocentesis was performed; however, bleeding was still present. The physician elected to perform an open-heart procedure where an inferior left ventricle (lv) perforation was found and repaired. The patient was reported to have been stable at the end of the procedure. It was noted that a 3 hour procedural delay occurred in result of the surgical interventions. Per the physician, the guidewire possibly contributed to the perforation of the left ventricle (lv).

Manufacturer narrative:
Continuation of d10: product ID: {{evolutfx}}; product lot/serial number: {{unknown}}; product type: {{1095 heart valves}}; implant date: {{(B)(6) 2025}}; explant date: {{na}}. Product ID: {{gwbc30}}; product lot/serial number: {{unknown}}; product type: {{1095 heart valves}}; implant date: {{na}}; explant date: {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was confirmed by the physician that the guidewire caused the perforation of the left ventricle. It was further reported that it was possible that the dcs caused or contributed to the perforation and subsequent hypotension and pericardial effusion. Prior to use of the guidewire, the guidewire was inspected for bends, kinks or coil separations. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. The guidewire was placed in the apex of the left ventricle using a pigtail catheter. The guidewire position was visually monitored using 2 projections to ensure guidewire placement and stability. The guidewire was not manipulated without fluoroscopic visualization, and no resistance was felt with the guidewire during use. Lastly, there was no forward movement of the guidewire as the valve was being released. Per the physician, the patient had left ventricular hypertrophy that contributed to the perforation.